Manufacturer narrative:
Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter." (B)(4).

Event description:
It was reported via user/facility medwatch # (B)(4) that balloon rupture occurred. A 2.75mm x 8mm nc emerge® balloon catheter was advanced for dilatation. The device was initially inflated at 20 atmospheres for 14 seconds. However, on the second inflation at 22 atmospheres for 12 seconds, the balloon ruptured. The device was completely removed from the patient's body. No patient complications were reported.